Manufacturer narrative:
The lead terminal segment of the lead was returned, severed 17 centimeters (cm) from the pin. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this lead exhibited loss of capture. It was reported the patient had experienced a fall causing the lead to dislodge. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.